Event description:
The customer reported that device was frozen. The customer reported that the device was not in use on a patient at the time of the event. There was no adverse event to a patient or user.